Event description:
Event became reportable based on investigation completed on 10/26/2006. It was reported that during preparation for a pci procedure, problems were encountered with the quantum maverick monorail ptca catheter. According to the customer, "the physician felt resistance when the gw whisper was inserting to the device. The physician is an experienced physician and he is used to this device. He flushed the device sufficiently and handled with the device correctly." The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as "good".

Manufacturer narrative:
H6. Returned product analysis revealed a shaft separation at the midshaft bond site. Only the proximal hypotube section of the shaft was returned for analysis. The distal polymer shaft section, including the balloon, was not returned. The original guidewire was returned for analysis. The o.d. Of the original guidwire was measured using a laser mike and found to be 0.0136". Any guidewire less than or equal to 0.014" should be compatible with this device. Visual and microscopic examination of the mid shaft polymer separation appears to be the result of tensile forces exceeding the shaft tensile spec. As the complaint description does not mention any withdrawal difficulties experienced during the procedure, the circumstances that led up to the shaft separation could not be determined. Further examination of the material surrounding the separation site did not reveal any inherent material deficiencies that would have contributed to the separation. Microscopic examination of the returned guidewire revealed numerous areas where the guidwire coating was peeling off. The mfg records for top assembly batch 8868885 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. There are no similar complaints related to this batch number. The root cause of the event could not be determined.